Event description:
Boston scientific received information that this left ventricular (lv) lead was initially repositioned due to an increased threshold and loss of capture. Pacing inhibition and dislodgement were not reported. No adverse patient effects were reported. Approximately four months later, there was inquiry of this lead sensing the the atrium and and lv loss of capture in all pacing configurations. At that time the physician elected to turn the lv lead off as the patient had refused an epicardial lead placement. No x-ray was ordered at that time, no adverse patient effects were reported and again no allegations made regarding a lead dislodgement. However, over a year later the patient had inquired about the function of this lead and warranty. The field representative reviewed the history of this lead in (B)(6), 2012 and concluded that this lv lead had likely dislodged in the past.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.